Event description:
The customer contacted stryker to report the device turned itself off during the patient event. The patient associated with the reported event did not survive. The reported event occurred after the patient had passed. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker performed an initial evaluation of the customers device and verified the reported issue. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report the device turned itself off during the patient event. The patient associated with the reported event did not survive. The reported event occurred after the patient had passed. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the system pcb assembly. After proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker further evaluated the replaced parts at the product assessment center (pac) and the cause of the reported issue could not be determined.